Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I free t4 for a 75-year-old female. The following results were provided (reference range 11-17.7 pmol/l): sid (B)(6) initial free t4 result= 64.35 pmol/l; current result= 15.62 pmol/l; repeat result= 15.62 pmol/l . There was no impact to patient management reported.